Manufacturer narrative:
A service engineer (se) reported that the issue was resolved after replacing the touchscreen.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. It was unknown how the issue was found.  No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working. The rse recommended that the touchscreen be replaced.  A service proposal for a replacement was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).